Manufacturer narrative:
Plant investigation: the complaint sample was not returned for evaluation. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the device history records (DHR) was performed. All products were confirmed to be conforming to specifications. The review did not find any evidence of a relationship with the reported event. Based on the available information, the cause for the reported event cannot be confirmed. In previous cases, extraction of retained samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is believed that the patient¿s allergy/reaction may have been caused by other factors, for example, the specific physical/medical status of the patient.

Event description:
It was reported to fresenius that a patient with renal failure (rf) on continuous venovenous hemodiafiltration (cvvhd) utilizing an ultraflux av 1000 s dialyzer for renal replacement therapy (rrt) experienced anaphylactic shock shortly after the start of treatment. A review of the documents in the complaint file revealed the patient suffered cardiogenic shock (specifics not provided) after beginning cvvhd on (B)(6) 2024 with the ultraflux av 1000 s. Within 20-30 minutes of treatment initiation, the patient suffered an allergic reaction, anaphylaxis, life-threatening vital sign changes (specifics not provided), and increased noradrenaline/volume requirements. The treatment was discontinued (set-up discarded); however, it is unknown if the patient¿s extracorporeal blood volume was returned. The patient was stabilized (baseline poor), and it appears the patient was given 48 hours to recuperate from the serious adverse events, before resuming treatment with new supplies. Prior to the initiation of the second treatment, it was reported that the patient¿s hemodialysis (hd) catheter (not a fresenius product) was replaced due to 48 hours of non-use and bacterial washout (specifics not provided). Approximately 20-30 minutes into the second treatment the patient experienced a similar allergic reaction, anaphylaxis, life-threatening vital sign changes, and increased noradrenaline/volume requirements. The patient reportedly stabilized more quickly this time, due to the administration of suprarenin (adrenaline), in addition to noradrenaline and volume replacement. Although the specifics are largely unknown, it appears the patient was able to continue treatment ¿under the protection¿ of prednisolone and dimetindene. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Note: this report captures the second of two adverse events involving the same patient, please see associated MDR (MFR report #: 3002807005-2024-00027). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between cvvhd therapy utilizing the ultraflux av 1000 s, and the serious adverse events of a dialyzer reaction, allergic reaction, anaphylaxis and cardiogenic shock (characterized by life-threatening vital sign changes, increased volume replacement, and increased noradrenaline replacement), which required emergent discontinuation of cvvhd therapy and medicinal intervention. The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. Although limited clinical follow-up precluded a more in-depth investigation, during cvvhd therapy blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur some type of hypersensitivity/allergic reaction while using these products. Based on the information available, the ultraflux av 1000 s cannot be excluded from having a causal or contributory role in the serious adverse events. Without a discharge summary, hospital records, treatment records, or a sample of the suspect product for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av 1000 s from the serious adverse events. While uncommon, allergic reactions are known to occur with the utilization of the ultraflux av 1000 s. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model.

Event description:
It was reported to fresenius that a patient with renal failure (rf) on continuous venovenous hemodiafiltration (cvvhd) utilizing an ultraflux av 1000 s dialyzer for renal replacement therapy (rrt) experienced anaphylactic shock shortly after the start of treatment. A review of the documents in the complaint file revealed the patient suffered cardiogenic shock (specifics not provided) after beginning cvvhd on (B)(6) 2024 with the ultraflux av 1000 s. Within 20-30 minutes of treatment initiation, the patient suffered an allergic reaction, anaphylaxis, life-threatening vital sign changes (specifics not provided), and increased noradrenaline/volume requirements. The treatment was discontinued (set-up discarded); however, it is unknown if the patient¿s extracorporeal blood volume was returned. The patient was stabilized (baseline poor), and it appears the patient was given 48 hours to recuperate from the serious adverse events, before resuming treatment with new supplies. Prior to the initiation of the second treatment, it was reported that the patient¿s hemodialysis (hd) catheter (not a fresenius product) was replaced due to 48 hours of non-use and bacterial washout (specifics not provided). Approximately 20-30 minutes into the second treatment the patient experienced a similar allergic reaction, anaphylaxis, life-threatening vital sign changes, and increased noradrenaline/volume requirements. The patient reportedly stabilized more quickly this time, due to the administration of suprarenin (adrenaline), in addition to noradrenaline and volume replacement. Although the specifics are largely unknown, it appears the patient was able to continue treatment ¿under the protection¿ of prednisolone and dimetindene. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.